Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer had a low blood glucose level of 84 mg/dl. Customer thinks he may have received too much insulin. Customer was found on the floor sweating. Customer has been experiencing low blood glucose levels for about 4 years. Customer treated with glucagon. Customer's settings were changed by their health care provider about 3 months ago. Customer had started dialysis in (B)(6) 2014. Customer was advised to monitor the pump. Pump was working as designed. Customer indicated that he was eating 2 meals a day and needed to eat more. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.